Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The customer's blood glucose level was 194 mg/dl. The customer reported that they saw a red x on the display. The customer reported that they did not receive any other alarm followed by critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. The problem is isolated to the electronic assembly. Unable to perform displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm.